Manufacturer narrative:
Neither the mcs instrument nor the associated tip cover accessory has been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the mcs instrument or the mcs tip cover accessory are returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy, it was alleged that the mcs instrument arced and blackened the tissue the surgeon was working on. The severity of the "blackened tissue" and if any medical intervention was rendered in unknown at this time. MDR field information: follow-up was attempted, but the information for the following fields was either unknown or unavailable. The non-applicable sections are left blank, because it is not applicable to isi products.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, it was alleged that the monopolar curved scissors (mcs) instrument arced and blackened the tissue whey were working with. The surgeon reported to the intuitive surgical, inc. (Isi) technical service engineer (tse) that there was no patient injury. The tse had the customer remove the instrument from rotation and recommended that the site return the mcs instrument to isi for further analysis. The procedure was completed.¿ intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.